Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were partially confirmed. It was confirmed that an e315 error occurred but the noisy image, no image, and e237 were not confirmed. Based on the results of the investigation, it is likely the e315 error occurred due to water seeping into the scope connector, causing water droplets to adhere to the circuit board and short circuit. In regard to the noisy image, a definitive root cause could not be determined as the issue was not reproduced. However, it is likely the issue occurred due repeated electrical stress caused by repeated power supply, accidental static electricity, or leakage from other products, combined with overcurrent, may have damaged the internal circuit board of the connector, affecting image output. In regard to the no image, a definitive root cause could not be determined as the issue was not reproduced. However, it is likely the issue occurred due to damage to the image sensor unit (disconnection, etc.) Due to usage stress, external factors, or handling, or by a malfunction of the electrical board components (ic chip, capacitor, etc.). In regards, to the e237, a definitive root cause could not be determined as the events were not reproduced. However, it is likely the error was displayed temporarily due to a poor contact caused by dirt adhering to the electrical contact part of the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a noisy screen, no image, and scope communication errors (e237 and e315). The issue was found during reprocessing and there were no reports of patient involvement.